Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between four (4) titanium adapters and the peritoneal dialysis (pd) transfer set which resulted in a leak. The connection issue was further described as a, ¿patient was wet due to the partial unscrewing of the miniset from the titanium fitting¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.